Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified blood in the balloon material which is evidence of a device leak. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, liquid was observed to be leaking from a balloon pinhole approximately 5mm distal of the distal edge of proximal markerband. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the tip that could have contributed to the complaint incident. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No other issues were noted during analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a coronary artery. A 10mm x 3.00mm wolverine coronary cutting balloon was selected for use. During procedure, it was noted that the balloon ruptured. The device was simply pulled out and completely removed from the patient's body. No patient complications were reported and the patient's condition was good.